Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, sutures were not absorbing and caused infections. Sutures that have been in place for over a month have been taken out when they were supposed to dissolve in about 2 weeks.